Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the missing plastic end distal cover or the missing light guide lens. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a missing plastic distal end covering and missing light guide lens. There was no patient involvement.